Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: during pm the fse found the system was showing communication fail errors. The fse determined the cause of the problem to be there was a loose connection at the power signal interface board. The fse reseated the loose connection and verified system functionality. Pcb connections transfer power and signals through the system's many components and are crucial to the operation of the system. Most electrical connections are comprised of pin and receptacle contacts. Contacts can be plated with gold, tin, or phosphor bronze depending upon application. Small micro movements (vibration) between the contact surfaces will slowly wear the plating material thus exposing the less corrosion resistant base material. This base material will begin to oxidize, resulting in higher contact resistance that leads to electrical system failure. Damaged, corroded, or loose connections can cause communication errors. Reseating the cable connections resolves this issue. This complaint does not represent a malfunction because the system was manufactured more than seven years ago and components' connections corrode and/ or loosen over time.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A loose connection on the power signal interface assembly was evaluated and repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The field service engineer reported that the system exhibited an error during a pm. Additional information was received from the field service engineer confirming that the system locked up as a result of the error. No patient serious injury or death was reported related to this event.